Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). The patient was connected at the time of the alarm. This event occurred during a drain cycle three of four of peritoneal dialysis (pd) therapy. The patient disconnected during drain three and reconnected and resumed drain. During troubleshooting, the technical service representative found that improper disconnect procedures were used. The technical service representative assisted the patient in clearing the alarm and the patient finished therapy with manual supplies. There was no patient injury or medical intervention reported. No further information available.